Manufacturer narrative:
The reported failure of the detachable battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6), did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information alleging a service required had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, battery not charging fault, was observed on the device's error log. The third-party service technician further evaluated and determined the detachable battery had caused the service required to occur on the trilogy evo device. In conclusion, the detachable battery needs replaced to address the reported issue. The root cause is confirmed at this time. Additionally, during the service of the device, the system printed circuit assembly needs replaced to address another error code, press pair error, that was observed on the device's error log. This was unrelated to the reportable issue. The machine flow sensor and two of the in-line proximal filters need replacing due to contamination unrelated to the reportable issue. The air foam inlet filter, muffler, and particulate filter need replacing due to preventative maintenance unrelated to the reportable issue. The software will be upgraded to 1.06.15.00. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a supplemental report will be completed.